Event description:
This report was received from global pharmacovigilance (gpv) and this is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a caucasian subject coincident with dianeal pd 1 therapy. On (B)(6) 2006, the subject began treatment with dianeal pd 1 therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was not reported whether dianeal pd 1 therapy was ongoing. On (B)(6) 2009, the subject experienced bacterial peritonitis manifested by cloudy effluent. On (B)(6) 2009, a peritoneal effluent culture was obtained and was positive for staphylococcus epidermidis. The cause was a break in sterile technique. Treatment was not reported. The patient has recovered from this event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported that the patient had a breach in aseptic technique. However, the assignable cause was undetermined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported event.